Event description:
Insurance company alleges an invacare semi-electric bed malfunctioned when the bed rails broke and the consumer fell out of the bed. Serious injury is alleged. However no details were provided.